Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Midline placed, staff nurse found leaking, reported to IV nurse. IV nurse removed dressing and found catheter separated from hub. Removed line and placed peripheral IV. Clear dressing used opsite. Universal securement device used. Using steristrip over catheter along with dressing.